Event description:
It was reported post op a gastric band placement in 2005, xray assessment was performed and band position was normal. In 2008, contrast xray assessment was performed and 3 ml of saline injected. The patient complained because of weight regain. At about 6 months later, contrast xray assessment and 9 ml of saline injected. One month later, sonoscopy assessment and 3ml of saline aspirated and 12 ml of omnipaque injected. At approx 27 days later, patient admitted to the hospital due to acute pain in the abdomen. Gastroscopy performed - no penetration of band. 4 ml aspirated. Gastroscopy again - no band migration. In 2009 contrast xray performed - visible leakage under the diaphragm left side towards spleen. Patient discharged home. The device is still implanted.

Manufacturer narrative:
Date sent: 9/25/2009. Information is unavailable; device was not returned for evaluation.